Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the emergency room due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 564 mg/dl. The customer stated that she had ketones, and was nauseous. The customer declined troubleshooting as the insulin pump has just been replaced. The customer did not have the insulin pump settings with her to check for accuracy either. The customer stated that she would monitor the insulin pump and call back if necessary. Nothing further was reported.